Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during attempted implant of this right ventricular lead following initial placement, the physician reported unsatisfactory measurements and attempted to reposition the lead. It was at this time, the helix failed to function as intended and the product was ultimately removed from the procedure. No resulting adverse patient effects were reported and the lead is not expected to be returned for analysis. Another lead was successfully implanted to complete the procedure.